Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 alarm occurred on an amia automated pd system. This event occurred during dwell one while the patient was connected. The technical service representative explained the alarm and explained to the patient that the supplies could not be reused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.